Event description:
According to the literature case study, a tracheostomy tube malfunction was identified due to asymmetric cuff inflation. A 71-year-old male undergoing surgical tracheostomy presented with a persistent air leak and reduced tidal volume (480ml to 380ml) soon after tube placement. After inspection and confirmation of placement, a direct laryngoscopy revealed air escaping from the glottis with each delivered breath despite adequate cuff pressure, cuff visibly intact, and no herniation. The therapeutic intervention involved the replacement of the problematic tracheostomy tube with a new non-fenestrated tube. Upon removal and inspection, herniation of the cuff was identified. The replacement intervention completely resolved the air leak and restored normal ventilation.

Manufacturer narrative:
Article title: asymmetric tracheostomy cuff inflation causing air leak and inadequate tidal volume delivery: author/s: ahsan saeed and zabih ullah july 28, 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.